Event description:
It was reported the patient had ¿previous experience¿ with excessive baclofen so she knew the warning signs including sedation. The device system was used to deliver lioresal. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # n127246013, implanted: (B)(6) 2008, product type catheter. (B)(4).